Event description:
It was reported that the temperature reading with foley probe showed 38.1c on monitor, 39.1c on oral but when same foley probe connected to device read 35c range. Advised that it was likely a faulty temperature cable and to try switching out cable and if cable was the issue send to the biomed to facilitate ordering a new one. Temperature cable was two prong 000735-02. Per follow up the nurse stated that she obtained a new cable from biomed. The issue was resolved and the patient completed therapy. The biomed discarded the original cable.

Manufacturer narrative:
Per additional information received, bard/d has determined that this event is not reportable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature reading with foley probe showed 38.1c on monitor, 39.1c on oral but when same foley probe connected to device read 35c range. Advised that it was likely a faulty temperature cable and to try switching out cable and if cable was the issue send to the biomed to facilitate ordering a new one. Temperature cable was two prong 000735-02.